Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use in the patient, the polymer coating of the ht command 18 guide wire detached. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed reports, additional information was provided. The ht command guide wire was advanced into the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported polymer material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy/other devices resulted in the noted stretched polymer material and ultimately resulted in the reported/noted polymer material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code 4656 removed, code 2199 added.